Event description:
Procedure: whipple. According to the reporter: product did not fire staples when used over tissue. Current patient status: normal. In order to correct the problem, the device operator used a ta 90 to close enterotomies.

Manufacturer narrative:
(B)(4).